Event description:
The tech alleged the side rail is stuck and cannot raise the latch. No pt impact.

Manufacturer narrative:
The tech found the side rail slide bracket is bent. The tech replaced the side rail slide bracket to resolve the issue.